Manufacturer narrative:
(B)(4). Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pump kept alarming for purge failure each time they tried to start pumping. The pump would not pump at any time they tried. The cath lab staff reported multiple purge failure alarms. They then switched over to a second pump and were able to start pumping without any further issues. The original pump, (B)(4) was sent to bio-med. The clinical support specialist was contacted to discuss connecting it to a simulator. The only load simulator available was the volume calibrator, but no electronic simulator. Instructions were given on connecting the volume calibrator and then running the pump in operator using the internal trigger. The pump was running fine in this manner. It was explained that it would still need to have the electronic simulator to check the signals. It was communicated that this information would be passed on to field service for follow-up.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the event details, the pump functioned properly with internal trigger after the case. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The reported issue in the complaint of persistent purge failure alarms is not able to be confirmed, the sample was not returned for investigation to teleflex chelmsford. According to the event details, the issue could not be duplicated after the case. Based on a review of the device history record, the product met specifications upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.